Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the reported condition of the cubie pocket not detected on bus was confirmed during field service engineer testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4), the field service engineer replaced the 6 drawer pyxibus cable on main medstation unit, due to exposed wires that caused a spark, finally, the fse performed a final test on the half-height drawer 2.1 resulting with successful results. Additionally, fse ensured all drawers open and close properly, tightened a couple of drawers loose front panel, recovered a couple of medications from between the cubie pockets, realigned bearings cage and installed (4) new slide bumpers on slide rails for main matrix drawer 1 and aux matrix drawer 7, installed (2) new front slide bumpers on slide rails for aux hh drawers 1.1 and 4.1. Hta was executed with no other issues observed. During dchu visual inspection p/n 120547-01: the assy cbl pyxibus 6 drawer received exhibited a cut in the insulation, which resulted in exposed copper strands and visible thermal damage. During dchu testing p/n 120547-01: no dchu testing was required due to the exhibited exposed copper strand and the observed thermal damage marks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue es - device not detected on bus was determined to be a faulty assy cbl pyxibus 6 drawer (p/n 120547-01) which exhibited exposed copper strands and thermal damage marks. Additionally preventive maintenance was performed, fse replaced bumpers and rails however those parts were not received for evaluation and are considered incidental from what customer reported.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had an error when do a medication count also device was not detected on the bus. As per part investigation, it was determined that exposed copper strands and the thermal damage marks observed on assy cbl pyxibus 6 drawer during visual inspection. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. Which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had an error when do a medication count also device was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another pyxis station. Which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not detected on bus and the exposed wire caused a spark. A field service engineer (fse) replaced drawer 6 pyxis bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.